Event description:
The customer reported the device was displaying a red x and chirping, a pads opcheck failure and errors were noted in the device logs. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device was displaying a red x and chirping, a pads opcheck failure and errors were noted in the device logs. There was no pt involvement. The device was evaluated by a philips field service engineer. The symptom could not be duplicated however, the status log showed errors supporting a malfunction occurred. The therapy pca was replaced due to the related errors noted in the status log. The device was returned to the customer after passing all testing. We are considering this a malfunction of the therapy pca.